Manufacturer narrative:
Concomitant products: product ID: 3889-28, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported during the implantable neurostimulator (ins) implantation, body fluid was found to have infiltrated into the boot. It was unknown if any factors could have led to the event. Troubleshooting performed was noted as the following: as the output setting of the ens could not be increased, it was expected that the lead impedance would be increased. Since fracture/connection failure of the lead/extension was suspected, the polarities were changed to see if the issue would persist or be resolved. Actions/interventions were noted as the following: after the incision was formed and fluid in the boot found, an impedance test of the lead was performed using the external neurostimulator (ens) and it was confirmed that there were no issues. The ins was connected to the lead and the wound was closed. The issue was noted as resolved at the time of the report. No symptoms were reported. The consumer was primarily treated for incontinence of feces. There were no further complications reported and/or anticipated.